Manufacturer narrative:
(B)(4).

Event description:
The customer reported an amp board error at the fl3 location of their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.